Manufacturer narrative:
The reported event occurred on a cobas e601 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv ii assay performed within specifications. The survey sample vm-10 was derived from pooled and treated material, which does not represent a native single-donor sample. This was identified as the most likely root cause for the false positive result. The sample exhibited a result close to the cut-off (1.58 coi, reactive), which may lead to discrepant results. Calibration and quality control data were reviewed and confirmed to be within expected ranges. Additional testing using fujirebio inno-lia hcv score and mikrogen recomline hcv score displayed negative results for the sample. The reagent was confirmed to be performing as intended, and no general reagent-related issue was identified.

Event description:
The initial reporter alleged a discrepant reactive result for sample vm-10 from an api survey using the anti-hcv g2 elecsys assay on the cobas 6000 e601 module. The result was expected to be non-reactive but recovered as reactive. The customer re-ran the api survey material, and the same false positive result was obtained.